Event description:
The patient reported that on (B)(6) 2011 she was hospitalized for diabetic keto-acidosis. At this time she was disconnected from the pump and started on intravenous hydration and insulin. The patient reported that the week prior her blood glucose (bg) was reading hi (above 600mg/dl) on the meter. She reportedly changed the vial, changed the site and gave herself a correction injection but her bg remained elevated. The patient stated that she re-uses cartridges by soaking them in warm alcohol. Customer support (cs) reviewed the pump and confirmed that the total daily dose added up correctly. Cs advised that there were no malfunctions with the pump. Cs suggested that contamination may have occurred since the patient was soaking the cartridges in alcohol and reusing them. Cs also advised the patient to have her sites assessed as the patient only used her abdomen. The patient continues to use the pump with no further incidents reported. This report is being made due to the patient's alleged diabetic keto-acidosis event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/12/2013 with the following results: testing was unable to duplicate the complaint; the pump information for the complaint date has been overwritten due to continued use of the pump. No defect was found. Pump was subject to a 29hr flow accuracy test; the pump passed and was found to be delivering within the specified range. The daily insulin delivery totals in current history correctly reflect programmed basal rates. No activity outside normal use observed in the available pump histories. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The cartridge or pump have not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.